Event description:
It was reported that the patient fell when receiving shock for a-fib and the lead dislodged. After an unsuccessful reposition attempt, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.